Event description:
Account reports receiving low patient sodium and potassium results that are higher when repeated on another analyzer same methodology, for approximately the past few weeks. Only one patient example was provided: in 2007, initial sodium result 110 meq/l; repeat 143 meq/l. Initial potassium result 3.7 meq/l; repeat 4.7 meq/l. No erroneous results were reported. The field service representative determined the cause of the discrepancy to be a problem with a probe and a filter. The probe and filter were replaced.